Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a shorted integrated circuit (ic) chip, designator u33.

Event description:
The customer contacted physio-control to report that their device was displaying the service indicator. There was no report of patient use associated with the reported issue. Upon evaluation of the device, physio observed that there was a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform resulting in a monophasic shock. The defibrillator output energy was also reduced by up to approximately 20% from the selected energy level and the unit gave an "abnormal energy delivery" message following the shock.